Event description:
It was reported that a patient presented remotely with far r wave over-sensing resulting in inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported.